Event description:
It was reported the patient is deceased and died approximately three weeks post implantable cardioverter defibrillator (ICD) device replacement. The cause and circumstances of the patient death were requested and not received.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. (B)(4).